Event description:
During implantation of a two-level (six-screw) cervical plate,the surgeon had a screw pass through one of the middle holes of the plate during screw insertion.the doctor needed to move the plate out of the way to remove the screw.following replacement of the collet in the plate,the sergeon had difficulty installing another screw,and used four additional collets and three screws in the process of trying to insert a screw at this location.these difficulties added approximately 15-20 minutes to surgery,and in the end, the surgeon needed to leave the screw out.